Manufacturer narrative:
In a literature article that compared the common femoral artery (cfa) and superficial femoral artery (sfa) access sites using brite tip sheaths, complications were discussed. In the cfa group, there were seven cases where the wire could not be advanced into the artery, 6 small hematomas, 1 small pseudoaneurysm treated with a thrombin injection, and sfa occlusion after a difficult access of the cfa and repeated malpositioning of the wire into the deep femoral artery. In the sfa group, 4 patients had small hematomas and 8 patients experienced pseudoaneurysms (2 treated with manual compression, 5 treated successfully with thrombin injection, and one resolved without treatment). There was no product returned for analysis. In addition, as the sterile lot numbers were not provided, a review of the manufacturing documentation could not be performed. The complaints could not be confirmed without product return. Pseudoaneurysms and hematomas as known complications associated with vascular access procedures and are listed in the instructions for use (IFU) as such. Arterial occlusion may have been related to vessel spasm. Based on the minimal information provided, the complaint may have been related to procedural factors or access site vessel characteristics (calcification, scarring, tortuosity). The arterial occlusion may have been related to vessel spasm of vessel damage due to the repeated malpositioning of the wire into the deep femoral artery. There is no evidence that the events were related to a device design or manufacturing issue, therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Literature article has been attached to this report. Gutzeit, a. Et al (2012, december, 28). Ultrasound-guided antegrade femoral access: comparison between the common femoral artery and the superficial femoral artery. Eur radoil 21:1323-1328. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report 9616099-2013-00395 and 9616099-2013-00396.

Event description:
In a literature article that compared the common femoral artery (cfa) and superficial femoral artery (sfa) access sites using brite tip sheaths, complications were discussed. In the cfa group, there were seven cases where the wire could not be advanced into the artery, 6 small hematomas, 1 small pseudoaneurysm treated with a thrombin injection, and sfa occlusion after a difficult access of the cfa and repeated malpositioning of the wire into the deep femoral artery. In the sfa group, 4 patients had small hematomas and 8 patients experienced pseudoaneurysms (2 treated with manual compression, 5 treated successfully with thrombin injection, and one resolved without treatment).